Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a pre-use inspection, the biopsy channel had detached on the bronchofibervideoscope. There was no patient involvement associated with this event.